Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), uterovaginal prolapse and implanted with an advantage fit sling on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent a revision surgery related to the advantage device and a new sling from a different manufacturer was implanted. Boston scientific has been unable to obtain additional information regarding the event to date.